Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did alleged medical consultations as a result of injuries, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had unspecified injuries, including consultations with his medical providers. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had unspecified injuries, including consultations with his medical providers. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incision ventral hernia, symptomatic thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿a ventralex mesh (device #1) was placed and sutured.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional ventral hernia above the umbilicus incarcerated, small bowel, adhesion, hypertension thereby underwent laparoscopic repair with explant of ventralex mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, ¿the old mesh was totally removed. A ventralight st mesh (device #2) was implanted and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did alleged medical consultations as a result of injuries, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2011) is considered to be a best estimate. Updated fields: a2, b2(outcome other - description), b3, b4, b5, b7, d3 (manufacturer), d4(product catalog no., corporate lot no., UDI no., expiry date), d.6b, g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: d.6a(date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.